Event description:
It was reported that the patient presented to the emergency room with chest pain. Chest x-ray was performed to confirm right ventricular lead perforation. The lead also exhibited increased pacing threshold, decreased sensing, and high pacing impdeance. The lead was repositioned succesfully on (B)(6) 2022. The patient was in stable condition.